Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra sheath, a non-penumbra microcatheter and a guidewire. During the procedure, the physician advanced a jet7 over a microcatheter and guidewire through the sheath and into the target vessel. The aspiration tubing (tubing) was connected to the jet7 and aspiration was initiated using a penumbra engine (engine). After two minutes under aspiration, the physician decided to remove the jet7. While retracting the jet7, the physician experienced resistance. It was reported that the physician believed the resistance he experienced might have been due to the clot being very fibrous and hard. Upon removal of the jet7, it was noticed that approximately six to eight centimeters of the distal end of the jet7 was stretched. The procedure was completed using the sheath, a non-penumbra revascularization device and a non-penumbra aspiration catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 116.5 ¿ 119.0 cm from the hub. The device had slight kinks approximately 126.0, 126.5, 127.0 and 128.0 cm from the hub. The total length of the jet7 was 134.0 cm. Conclusions: evaluation of the returned jet7 confirmed stretching on the distal shaft. This damage was likely a result of the device being retracted against resistance during the procedure. The root cause of resistance could not be determined. During functional testing, the jet7 was advanced and retracted through a demonstration neuron max with resistance. Further evaluation revealed kinks along the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.